Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record (DHR) review was performed for the subject device lot. The review revealed no complaint related anomalies. The DHR shows this lot of sterile tfna helical blades was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR review revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was performed on (B)(6) 2016 due to trochanteric fixation nail advanced (tfna) helical blade migration. The original implant date was (B)(6) 2016. It was reported that the helical blade migrated medially. X-rays taken approximately two weeks post-surgery showed the femoral neck collapsed. X-rays taken approximately six weeks postoperatively showed that the system moved and the blade cut through the femoral head. The x-rays also showed that the neck/head fragment dropped inferiorly by about 20mm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the blade exhibits excessive radial score marks and gouges around the shaft in the area adjacent to the prong groove and also in the area of the blades exposing base metal. The shaft also exhibits dull wear marks 21mm (superior surface) and 26mm (inferior surface) from the lateral end exposing the base metal which coincides with the contact surfaces of the nail and or locking mechanism. The blade also exhibits light spiral scratches extending in a helical fashion from the medial lip of the prong groove towards the blades which appears to have been caused during explantation. All devices appear to be in working order. Review of the x-rays shows good reduction immediately post-operatively. Follow-up at 2 weeks shows that the blade did slide laterally as expected. At 6 weeks it appears that the nail/blade/femoral shaft construct migrated medially causing the blade to skewer through the femoral neck and head and into the joint. Note that the helical blade remained in the same position in reference to the nail as at 2 weeks post-operatively. Based on the information and evidence presented it appears that the locking mechanism may have been deployed to the helical blade, preventing it from sliding laterally. If the helical blade was locked the nail/blade/femoral shaft construct could have skewered through the femoral head and neck. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Because of the uniqueness of this phenomenon an exact cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.